Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose. Blood glucose reading was below 50 mg/dl and over 300 mg/dl. It was unknown how the customer treated for their low. Customer stated retainer ring was crack and reservoir was able to lock in place. Customer treated with manual injection. The pump will not be returned for analysis.